Event description:
Blood was noted in tubing 28 hrs after insetion. Iab was removed and not replaced. Bleeding continued after removal of the iab and the pt had to go the or during the night for a thrombectomy and femoral artery repair due to loss pulses to the foot.